Event description:
A report was received that the patient had been unable to charge stimulator for some time. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had been unable to charge stimulator for some time. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action regarding the revision. The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.